Event description:
It has been reported that the polyethylene insert was loose once it was snapped into the tibial tray. A second insert was opened and inserted which also showed signs of gross movement. There was no adverse consequence for the patient or delay in surgery or anesthesia time.